Event description:
The customer reported the cable has an intermittent operation; any slight movement of the cable causes a disconnect. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned module was evaluated. Visual inspection upon receiving revealed a foreign contaminant in the power connector and the communication connector. The module passed functional testing. X-ray inspection was performed and no damages or defects were observed. The customer complaint was not duplicated. The module is fully functional. However, the foreign contaminant in the power connector and the communication connector may have resulted in functionality failure at the customer¿s site which was not observed while testing the module. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the cable has an intermittent operation; any slight movement of the cable causes a disconnect. No patient impact or consequences were reported.